Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the ins not working, jolting, and zapping was not determined. They turned it down more, which resolved some of the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event : (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient noticed that the ins didn't seem to be working like it used to. Patient stated that they could just tell it was not the same and it seemed off to them. Patient said they hadn't had a return of symptoms, their problems had not returned and patient still felt like they had control. Patient stated they used to get quite a bit of toe movement with stimulation and they could tell when it was cycling. Patient said when they were initially got implanted, the health care provider (hcp) told them it was a "hard placement" and that they would get toe movement. Patient said the toe movement even happened during the test period and that at one point it became annoying. Patient said now they can't feel that movement in their toe. Patient said they were working with the manufacturer's representative (rep) to adjust and "redo things" to help with the toe movement so it wasn't so bothersome. Patient said ins stopped benefiting like it was before and had programming adjusted at the time, rep adjusted for toe movement. Patient didn't know what rep did or did not do when they met with him. Patient stated that when they moved a certain way they got jolted and was wondering if the battery was starting to wear down. Patient added if they sat down wrong or moved wrong,they got zapped and it made patient jump because it was not a comfortable feeling. Patient said when she did something as simple as sitting in a vehicle she got a jolt hard and patient's husband noticed a bulge in their back. Patient said there are two little humps coming out of their tailbone and they believed it was the leads. Patient inquired if leads could migrate, the patient services specialist (pss) said it was possible but pss couldn't confirm and directed patient to the hcp. It was noted that the patient was increasing the stimulation even with good symptom control. Patient said they had turned stimulation up but also mentioned symptoms have not returned. Patient said they didn't want to turn stimulation off or down because they didn't want the effectiveness to go away because that was a bigger problem to them. No further patient complications were reported as a result of this event.